Event description:
Patient arrived at ed with driveline power fault alarms. Log files sent to abbott engineers for review. Log files with confirmation of dl power b fault alarms. Modular cable and controller replaced. Alarms likely due to debris in the driveline modular cable connection. No further alarms noted.